Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing system was cleaned to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported receiving an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.